Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and a repair offer. However, the customer elected not to repair the device. Hence, physio-control will not be evaluating the device and the cause of the reported failure could not be determined.

Event description:
During a regular maintenance inspection, the device was found to have the service message and the battery icon was illuminated. The device would not boot up with a known good battery, a lock up failure. There was no pt use associated with the event.